Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Visual examination of the set screw revealed signs of operative use as evidenced by superficial markings, with threads slightly worn. The drive feature of the set screw seems worn form operative usage in the direction of tightening. Rod striations were observed on the set screw suggesting that the set screw was seated and tightened properly. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. With the information provided, a definitive root cause of the migration and loosening of the set screws cannot be determined. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6). On (B)(6) 2017, surgery for adolescent idiopathic scoliosis (ais) was performed using the expedium 6.35 system. The fixed area was t3 ¿ l3. It is currently confirmed that the following product is detached and separate from the fixed position in the patient¿s body. Single-innie set screw (part#:179902000, lot#: unknown). Re-operation will take place on (B)(6) 2017 when the reported product will be removed and fixation will be done again.